Event description:
Additional information was requested and received. Explant was due, to anisometropia and aniseikonia.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation, indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution, during the manufacturing process in order to determine acceptability. Per the lens model and diopter. Information was provided, that the explant occurred. The replacement lens model/diopter were not provided. It was indicated, as non-company. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explant due to patient experienced obscured vision. The clinical reason was reported to be obscured vision. The iol was replaced with unspecified lens approximately one month after initial procedure. Additional information was requested, but no further information is available.